Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, the insulin pump passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error and no delivery alarms. Customer's blood glucose value was unknown. Insulin pump was returned for analysis.